Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017 patient was admitted to the hospital for gastrointestinal (gi) bleed with symptomatic anemia and complaints of black stools since (B)(6) 2017. Patient was transfused 4 units packed red blood cells (prbc) and discharged home on (B)(6) 2017 in improved condition. Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that on (B)(6) 2017, the patient¿s wife called to report that the patient had flu-like symptoms. Upon arrival at the emergency department (ed), patient stated that he was having malaise, pale skin, and concern for gastrointestinal (gi) bleed. Patient also reported that on (B)(6) 2017, started having black formed stool, one episode per day. Patient was given 2 units of packed red blood cells (rbcs). On (B)(6) 2017, patient had no issues overnight, however was transfused an additional two units of packed rbcs. On (B)(6) 2017, patient was discharged home in improved condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.